Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explaned and replaced due to normal battery depletion. The patient requested device analysis for an unspecified device malfunction.